Event description:
It was reported that during a procedure to treat a lesion in the proximal circumflex (cx) artery to the 1st obtuse marginal artery, a balance middleweight (bmw) universal ii guide wire was advanced. A 3.5x18 mm rx xience xpedition stent delivery system was advanced without any resistance noted and the stent was implanted. When removing the bmw universal ii guide wire from the cx, resistance was felt with the implanted stent and the distal portion of the guide wire separated due to the guide wire being trapped between the proximal edge of the stent and the vessel wall. The remaining portion of the guide wire is removed from the patient anatomy. After procedure, images reviewed confirmed that the distal tip coil remained trapped extending to the trunk and the ascending aorta to the left subclavian. Recovery of the separated distal tip coil was done with a non-abbott loop device. Reportedly, the 3.5x18 mm rx xience xpedition stent was noted to be slightly shortened after the extraction of the separated guide wire tip coils. There was no adverse patient effects and the patient has recovered. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5x18mm xience xpedition referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The entrapment and device causing damage to another device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.